Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with failure code f-27; this condition had the potential to interrupt delivery. It is unknown when this event occurred. Patient involvement is unknown; there was no reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported problem of failure code f-27 was confirmed. The cause of the reported problem was determined to be the safety clamp assembly sensor connectors have been wet due to corrosion. To resolve the reported problem, the safety clamp sensor connectors were cleaned and dried. A follow-up report will be filed if any additional details become available.